Event description:
An endeavor rx drug eluting stent was implanted in the distal lad. Approximately 4 months post the index procedure the patient experienced chest pain, cardiac catheterrization revealed a lesion in the circumflex with 90% stenosis. Another brand stent was implanted. The investigator has indicated the event was not related to the study device. Approximately 6 and 8 months post the index procedure the patient experienced chest pain at home, the investigator has indicated the events may possibly be related to the study device. Approximately 45 months post the index procedure the patient suffered a cardiac arrest, the patient was treated with medication, however died the same day. The investigator has indicated the event was possibly related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (death). (B)(4).